Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 6 x 40 x 130 innova¿ stent was selected for a procedure. During unpacking, while still inside the package, the stent was already deployed 1cm. The innova¿ stent did not enter the patient. There were no patient complications reported.